Event description:
It was reported to philips that the ac led light would not turn on when the device was plugged in. There was no reported patient or user involvement and no adverse patient/user impact.